Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eleven scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. It was reported the clips were not closing completely. This occurred during use on the cystic artery. It was unknown if any torquing occurred. A cholangiogram was not used. This occurred after a few firings on the cystic duct. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).